Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover had a leak. The connecting tube was scratched, and the image guide bundle fiber had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the oes cystonephrofiberscope had a hole in the distal end (air/water leakage). The customer did not notice the foreign material on the image guide lens. No patient harm reported. During the evaluation of the device, it was noted foreign material was on the surface of the image guide lens due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material was on the surface of the image guide lens due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material on the lens, the root cause was unable to be identified; however; the event was most likely caused by insufficient or incorrect reprocessing scope due to an air leak in the a rubber, so the process could not be reprocessed normally, so there was a possibility that a foreign body remained in the objective lens, but the factor that an air leak occurred in the a rubber could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated section b5.

Event description:
Additional information was received from the reporter. The issue of the hole in the distal end (air/water leakage) was found in reprocessing.